Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had not notified their managing physician. The patient¿s feet would jump after driving their new car, and sometimes now even with her old truck if it was a long ride. At 4 hours the same thing would happen, but not as severe. The patient did not drive the new car so the problem was solved for now. If she did drive the new car she did not go very far. The feet and legs jumping, although it was aggravating and kept her from going to sleep, did not hurt. It was not resolved. A manufacturing representative (rep) told her she had not heard of this happening. The patient later reported that they contacted their doctor and was told to contact a rep. It was noted that now sometimes it would affect the arms. Someone told the patient that she probably had some other problem because they had never heard of jumping legs and there would be no way stimulation could cause jumping in the arms. An appointment with a doctor was scheduled for (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The patient stated they just got a new car and everything was stored in their steering wheel. The patient stated she drove a truck and when driving a new vehicle she would relax at home and her legs started jumping. This started the last 2-3 weeks about 3-4 hours after driving the vehicle after she was relaxed. The patient stated it was a traverse vehicle. The patient was to follow up with health care provider (hcp). The patient tried turning off stimulation. The patient stated after driving new car her legs started jumping after she was relaxed. The patient wondered if this was related to the new car and device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.